Event description:
An aneurx graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 21 months ago. Aneurysm and vessel morphology were not reported. It was that the presented to the hospital with abdominal pain. Upon evaluation, the stent graft was found to have migrated into the aneurysm sac and it clotted off with no seal in the aortic neck. This patient was scheduled for open surgical repair; however, the aneurysm ruptured and the patient expired. No additional information was provided.

Manufacturer narrative:
Eval codes: results: migration, death. Conclusion: unknown cause of migration, no films or operative reports were provided, the device was not returned.